Event description:
The pt is a 48-yr-old woman who had bilateral breast augmentation in 3/89 under the muscle. The pt developed right sided capsular contractures. She noted right hand swelling and stiffness as well as some left temporomandibular joint crackle and pain. Both implants are intact. However, she was recently noted to develop thromboctopenia, leukopenia, increased complement c3 and increased ana at 1:320 titer. She was diagnosed with undifferentiated connective tissue disease. As a result of this atypical connective tissue disease with serologic changes, capsular contracture, it is medically necessary to remove both implants.